Event description:
It was reported that the patient was scheduled for an elective generator replacement and was subsequently hospitalized for heart failure. It was also reported that the physician was concerned about the longevity of the chronic implantable cardioverter defibrillator (ICD). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The longevity calculation equals 56%. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 implantable tachy lead, (B)(6) 2008. (B)(4).